Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode tip found no anomalies, however setscrew marks were noted on the terminal pin. In addition, a cut through the insulation was also noted and helix was retracted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicates that the cause of high pacing thresholds was unknown. In addition, the behavior was not determined if it was attributed to the lead or not. The output was increased and will be monitored. The rv lead was explanted. No additional adverse patient effects were reported.